Manufacturer narrative:
Investigation summary: we have tried to obtain the incident device for evaluation with no success. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot reveals the lot passed all manufacturing and quality inspections. Although the root cause of customer's experience could not be determined, clips may scissor if the application structure size and/or the clip application depth prevent the clip toes from meeting during closure. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. This document represents our final report.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Chole - "clip loaded into bottom of jaws before getting passed to surgeon. Next clip scissored. Surgeon cleared jaws and reloaded, but clips fired into abdomen. Surgeon confirmed that trigger was being fully released. Surgeon has been using device for years." Patient status: ok.